Event description:
It was reported that approximately six weeks post implant, consistent capture could not be confirmed on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.